Event description:
Patient was implanted in 98, by dr, at hospital and the patient processor was activated 2 months later. Seven months later the parents noticed a partial circular cut on the patient's head where the magnet of the transmitter was positioned. The parents notified the dr and was scheduled for regular examination. Everything was going well until he was seen with a "hole over ci...area of magnet." His implanted device was revised by repositioning it but not explanted and reimplanted. It was noted that the magnet was too tight. After further investigation to the "transmitter coil" where the magnet resided, there were two (2) out of three (3) spokes completely broken off from the base of the transmitter. This was immediately notified by telephone and e-mailed to cochlear of america and it was requested that the "transmitter" was to be shipped to his attention. Secondary surgery was immediate and left the patient with very large head scars, having a mental fear of having to have another surgery, the re-education of his language abilities, delays in therapy and the mental duress that his parents had to endure through surgery and recovery. This has produced the mental image that the product was not manufactured properly and discussions with the cochlear americas at length. Employess of cochlear americas stated that this was an issue and could be related to either an injection molding problem, poor engineering design, or quality control. No conclusion could be made until they saw the transmitter coil and magnet. We did not find out that a MDR was not filed with the FDA about this incident until monday, july 25th, 2005, through correspondences between cochlear america and hospital.